Manufacturer narrative:
The device was unable to be evaluated as it was not returned. If the device is received in the future an evaluation will be performed. The reported event was unable to be confirmed or replicated. A cause of the reported event could not be determined at this time.

Event description:
It was reported there is slight filament on the backside of the trach. The item and lot numbers are unknown. It is believed there was no injury/intervention. The issue was noticed before returning the device to nicu.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was not received for evaluation. Visual was performed. Only one photo was included for evaluation; photo showed bit flash on the cuff. The most probable root cause is that a loose particle felt in the component during molding process and was not detected. Customer complaint notification was made to production personnel to explain the importance to adherence or following in the manufacturing procedure, by quality engineer